Manufacturer narrative:
Date of event estimated. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The individual patient reviewed is filed under a separate manufacturing report number. Article attached: perclose proglide embolization as a complication: case report and review of literature.

Event description:
A large retrospective review of procedures was performed comparing the use of vessel closure devices (vcd) from multiple manufacturers to manual compression. The study concluded that the perclose proglide suture-mediated closure is a commonly used device which has shown success with early patient ambulation and reduced morbidity. Complications, albeit infrequent, are often related to deployment failure or vascular complications (bleeding, pseudoaneurysm, arteriovenous fistula formation, obstruction or infection). Vcd¿s were associated with a lower rate of complications compared with manual compression. Specific patient information is documented as unknown. Article attached: perclose proglide embolization as a complication: case report and review of literature as an individual patient was discussed in this article, the following complaints were generated and related to this publication (B)(6).

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. The patient effects of fistula, hemorrhage, infection, occlusion and pseudoaneurysm are listed in the electronic proglide instructions for use as potential adverse events of use of the device. Based on the information reported through the research article, a conclusive cause for the reported deployment failure could not be determined. Based on the case information, a conclusive cause for the reported patient effects of fistula, hemorrhage, infection, occlusion and pseudoaneurysm, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.